Manufacturer narrative:
(B)(4). Visual analysis of the device revealed guidewire unraveled and corewire broken. This type of damage found in the device indicates it is likely that they were caused by the way in which the device was handled (excessively and/or forcefully) during procedure. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a amplatz super stiff guidewire was used during a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the amplatz guidewire was unraveled. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire was broken.